Event description:
The plaintiff alleges that in 1999, during a coronary bypass procedure, there was a mechanical defect in the clamp. The plaintiff further alleges that when the clamp was applied to the ascending aorta, the defect permitted the clamp to be applied in an "over bite" configuration. In addition, the plaintiff alleges, this caused an injury to the aorta, which resulted in a dissecting aneurysm of the aorta, which dissection and ensuing treatment and consequence caused the plaintiff, to have a massive stroke.